Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 / damaged cable) was confirmed. Upon evaluation, the trunk cable connector was cracked and orange (+5v) wire was open. The cause of the code 204 is the open orange wire. The cause of the open wire is cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.

Event description:
(B)(6) female pt contacted zoll customer support to report a service code 204. When a pt service representative (psr) visited the pt to exchange her equipment, the psr reported damage to the electrode belt trunk cable. The pt was issued a replacement belt.